Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient did not feel stimulation, and had not felt stimulation since implant or the trial. The caller stated something was not working right as the patient felt like they had to go all the time. The patient had a bladder infection, and was taking antibiotics, that was clear when they had gone back to their healthcare provider (hcp). The hcp increased the number on the programmer and also prescribed the patient "myrbetrig", which they took for a week and completely stopped up. The patient had to catheterize 4-5 times per day, with each day getting better, and thought the drug had caused it. The caller noted the patient had been off the drug for a week and a half but were still catheterizing. A manufacturer representative (rep) was to contact the patient on monday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.